Manufacturer narrative:
As a result of our continuous improvement activites, we have retrospectively reviewed our design history files. As a result of this company wide review, we believe that a small number of symmetric aire plus complaints require corrective action. After further evaluation and investigation, we have concluded that if installed improperly the rotation bladder of the device may contribute to the patient sliding on one side towards the bed rails. This could possibly also occur if the mattress is moved by hospital staff and the bladder gets folded instead of laying flat. While we have received a few reports of over-inflation of the bladder in 2005 and 2006, no patient involvement was reported. We recognized the potential for patient discomfort exists and therefore have decided to take corrective action to ensure total elimination of this potential problem. All effected mattresses in the field will be addressed and we will continue working with the FDA to implement this corrective action.

Event description:
The mattress does not inflate or deflate properly causing the patient to be turned against the side rail.